Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus repair, the t1 of the fast-fix 360 was inserted and glided correctly. However, during the placement of the t2, it never detached from the device. The same thing happened with a second fast-fix 360. The t1 implants were removed with a shaver. The procedure was completed with a surgical delay of less than 30 minutes using an equivalent s&n back-up device. The use of the additional devices led to further injury to the meniscus. The patient's health condition was stable. No further complications were reported.

Manufacturer narrative:
H11: h2: additional and corrected information in b5 and h6: health effect - impact code

Event description:
It was reported that during a meniscus repair, the t1 of the fast-fix 360 was inserted and glided correctly. However, during the placement of the t2, it never detached from the device. The same thing happened with a second fast-fix 360. The t1 implants were removed with a shaver. The procedure was completed with a surgical delay of less than 30 minutes using an equivalent s&n back-up device. The use of the additional devices led to further injury to the meniscus. The patient's health condition was stable. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: part of the devices, used in treatment, were received for evaluation. A visual evaluation showed two devices were each returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned for either device. There is no visible defect of either insertion device. A functional evaluation showed that both devices cycle as intended. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.